Event description:
Additional information was received which reported that the shocks to the patient were appropriate, but did not convert the arrhythmia. The physician was notified of troubleshooting options and there were no further actions planned or performed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks. The device recorded a code 1007 which is indicative of charge time exceeded, and possibly a code 1002, which is indicative of high battery power usage. The patient was intubated and was responsive. It was noted that the device battery capacity was depleted. No additional adverse patient effects were reported. The device remains in service.